Manufacturer narrative:
(B)(6).

Event description:
During the servicing of a v60 device for a touchscreen problem (reported under manufacturers reference number (B)(4)), a navigation ring issue was identified by the philips field service engineer (fse). As this issue was identified during servicing by fse, there was no patient/user involvement. The front bezel was replaced to resolve the navigation ring problem. Post verification testing was completed and the device was returned to service. Previous investigations have identified that liquid ingress, due to the variability of the assembly process, causes navigation ring failures.